Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchofiberscope failed the leak test. The issue occurred, during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to the b5 of the previously submitted report and additional information regarding legal manufacturer's final investigation results. The following related fields are corrected: e1, e2, e3, e4, g2 the device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited deep scratches on the channel body. There was no patient involvement.